Manufacturer narrative:
Corrected: product ID#: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID#: mc1vr01-delsys. Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. Flat wire was found protruding from the delivery system outer shaft at 3.7 cm from the distal end of the device cup. There was a mechanical problem with the outer shaft of the delivery system. The outer surface of the outer shaft has voids which are sharp to the touch at 4 cm from the distal end of the device cup. The delivery system outer shaft was kinked/buckled at 7 cm from the distal end of the device cup. The delivery system outer shaft was bent at the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Mc1vr01-delsys, expiration date: 28-aug-2020, serial#: (B)(4), UDI #: (B)(4). Return date: (B)(6) 2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 28-feb-2019. Patient code(s):(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was not able to be retrieved into the delivery system (ds) cup after deployment due to a blood clot inside the cup. The clot could not be flushed out. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.